Event description:
It was reported that right hip revision surgery was performed due to metallosis and elevated metal ion levels. Bilateral patient. Left hip revision surgery to be reported via subsequent MDR.